Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields d9, h3, and h4. The device was evaluated by olympus, and the insulating insert has broken off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due the insulation insert was thermally and mechanically induced. However, it cannot be determined whether the insulating insert was already damaged or worn, or if the damage was triggered during the last preparation cleaned, disinfected, sterilized (cds) of the instrument or during the last procedure. The specific root cause of the reported event could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the middle of a therapeutic endoscopic resection of prostate procedure, under general anesthesia, the distal plastic part of the endoscopic sheath broke off in the prostate compartment and slipped into the bladder. Several pliers were used to retrieve the broken pieces, but it was difficult as the device was smooth. It is unknown if all the pieces were retrieved and reportedly caused increased bleeding. The outcome/treatment of the bleeding was unknown, and the procedure time was extended by 45 minutes. The procedure was completed with the same device, but it was unknown if the resection of the adenoma was complete. There were no reports of further patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.